Event description:
The account alleges that a stent was successfully deployed on (B)(6) 2024, to treat an esophageal stricture. The stent removal was scheduled for (B)(6) 2025. During the removal processes an esophagogastroduodenoscopy (egd) was ordered. The physician states that the stent had been fractured at the mid-point, with the proximal half of the stent had started to invaginate. The physician successfully removed the esophageal stent in several pieces because of the confirmed fracture. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that a stent was successfully deployed on (B)(6) 2024, to treat an esophageal stricture. The stent removal was scheduled for (B)(6) 2025. During the removal processes an esophagogastroduodenoscopy (egd) was ordered. The physician states that the stent had been fractured at the mid-point, with the proximal half of the stent had started to invaginate. The physician successfully removed the esophageal stent in several pieces because of the confirmed fracture. No additional patient consequences to report.

Manufacturer narrative:
The suspect medical device has been returned for engineering evaluation. The device was visually and microscopically investigated. The internal manufacturing process was reviewed. All products have been found to be in compliance with the manufacturing standards. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and no similar complaints with this lot number were identified.